Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar leaked during a procedure. The procedure was completed by utilizing trocar scleral plugs. There was no harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date. This is two of four reports from this surgeon.

Manufacturer narrative:
No sample was returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer could not be determined (B)(4).